Manufacturer narrative:
Investigation summary: it was reported a patient underwent pulmonary vein isolation (pvi) thermocool® smart touch® sf bi-directional navigation catheter. During the ablation phase of the procedure the impedance value was abnormally high. The thermocool® smart touch® sf bi-directional navigation catheter was inspected and char formation was noted on the tip. The char was removed. Flush was conducted. The catheter was reinserted; however, the formation of the char reoccurred. The issue was resolved by replacing the catheter. No patient consequence was initially reported. Additional information was received on (B)(6) 2019 stating that after the event, the patient was diagnosed with thrombosis and a mild cerebral infarction additional information was received on (B)(6) 2019 on the event. No error messages were displayed. After the char was removed and flush was attempted to the thermocool® smart touch® sf bi-directional navigation catheter, according to the physician, the irrigation flow was lower than expected. The physician was planning to perform thrombolytic therapy without clot extraction. The patient¿s condition is improved. The device was inspected and tip dome distal and proximal end has some reddish black material. Then, during the second visual inspection it was clarified that the reddish material is char. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the deflection test was performed, and it was found within specifications. The catheter was connected to the cool flow pump and no alarms were observed; however, it was noticed that some holes were occluded due to the presence of char. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint related to the char issue was confirmed; however, the root cause of the adverse event remains unknown. The instructions for use ¿IFU¿ states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process; however, an internal corrective action has been opened to investigate it further. Manufacture's reference number: (B)(4).

Manufacturer narrative:
Clarification was received on the event on (B)(6)2020 . After cleaning the char, the physician confirmed the irrigation was well but felt it might not typical (lower than expected). The physician decided to continue using it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). A manufacturing record evaluation was performed for the finished device 30230585m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent pulmonary vein isolation (pvi) thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis and cerebrovascular accident. During the ablation phase of the procedure the impedance value was abnormally high. The thermocool® smart touch® sf bi-directional navigation catheter was inspected and char formation was noted on the tip. The char was removed. Flush was conducted. The catheter was reinserted; however, the formation of the char reoccurred. The issue was resolved by replacing the catheter. No patient consequence was initially reported. Irrigation flow rate was 8-15 ml/min for power settings of 30-31 watts, respectively. Ablation index values used were 450-400 on the anterior and posterior walls, respectively. The high impedance issue was assessed as not reportable as the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency and can be the normal result of an ablation process. The presence of char on the electrodes does not represent a serious injury in itself nor is necessarily the result of device malfunction. Additional information was received on september 6, 2019 stating that after the event, the patient was diagnosed with thrombosis and a mild cerebral infarction. The current state of the patient and the physician's opinion regarding the causality of the event are unknown. There is no information about the hospitalization and if any additional intervention was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reported thrombosis and cerebrovascular accident are considered serious and MDR-reportable. Therefore, the awareness date for the reportable adverse events are (B)(6) 2019.

Manufacturer narrative:
Additional information was received on october 1, 2019 stating that the "unknown brand catheter" used in the procedure was a ¿thermocool® smart touch¿ electrophysiology catheter¿. Therefore, the assessment was made to also report the ¿cerebrovascular accident¿ adverse event under the thermocool® smart touch¿ electrophysiology catheter. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Additional information was received on october 3, 2019 on the event. No error messages were displayed. After the char was removed and flush was attempted to the thermocool® smart touch® sf bi-directional navigation catheter, according to the physician, the irrigation flow was lower than expected. The physician was planning to perform thrombolytic therapy without clot extraction. The patient¿s condition is improved. According to the physician, the relationship with ablation procedure is unknown. The smartablate generator was set to power control mode. The biosense webster inc. Product analysis lab received the device for evaluation on october 3, 2019. It was noted that the product was received in the condition reported as the tip dome distal end and the proximal end had some reddish black material on it which was assessed as char. The char issue remains assessed as not reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device available for evaluation? Is device returned to manufacturer? And date device returned to manufacturer. Manufacturer's reference number: (B)(4).